Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of morbid obesity and pelvic mass on (B)(6) 2018, penicillin allergy (rash), para (3) and gravida (3) in (B)(6) 2012 and gallbladder operation in (B)(6) 2001. Previously administered products included: loestrin. Concurrent conditions were listed as pelvic pain and paratubal cyst (2.5 cm) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2905 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (lso (laparoscopic salpingo-oopherectomy)with right salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 4 trailing coils at both end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.54 kg/sqm. [Pathology test] on (B)(6) 2018: left fallopian tube and ovary, resection: benign ovary paratubal cyst with flat lining. [Smear cervix] on (B)(6) 2012: not reported quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of morbid obesity and pelvic mass on (B)(6) 2018, penicillin allergy (rash), para (3) and gravida (3) in 2012 and gallbladder operation in 2001. Previously administered products included: loestrin. Concurrent conditions were listed as pelvic pain and paratubal cyst (2.5 cm) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2905 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (lso (laparoscopic salpingo-oopherectomy)with right salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(4) trailing coils at both end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41.54 kg/sqm. [Pathology test] on (B)(6) 2018: left fallopian tube and ovary, resection: benign ovary paratubal cyst with flat lining. [Smear cervix] on (B)(6) 2012: not reported quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.